Event description:
The customer called to report low bgs. The customer informed that the ambulance had been called when the bgs were low. It was stated that the parameters on the pump were correct and the insulin type was correct. The customer reported that two different alarms occurred while trying a manual prime. Assisted to try a second set change and the pump alarmed again while priming. Advised the customer to discontinue the use of the pump and contact the doctor for back up plan of manual injections.